Event description:
It was reported that a house fire occurred where an irc5po2v concentrator was in residence. Origin of fire was not reported. Unspecified injury alleged, medical intervention alleged. Updated reporting to follow pending additional reportable information.